Event description:
It was reported the implant charge lasted a month when it was implanted but it was gradually getting shorter in between charges. It was noted at the time of report it was down to every 6 days. It was stated it took longer to charge. It was noted, the usage and settings were the same. It was stated, the patient had a shocking sensation twice in their shoulder when they would lie down. Additional information received reported the patient¿s recharge issues had worked in regards to the instructions on how to charge.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).